Event description:
The pt was using a tens device for chronic pain. The pt received a third degree burn (full thickness ulceration) on his left ankle. The wound has been debrided twice and the pt was given silvadene cream, sebasorb gel, and augmentin (antibiotic).